Manufacturer narrative:
Pending additional follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
Clinical specialist (cs) reported that a patient underwent a catheter revision surgery. It was confirmed that the patient had a catheter dye study performed as a result of increased lower back pain. The catheter dye study showed that the patient had an obvious catheter disruption in the pocket. It was also confirmed that there was a seroma the pocket.

Event description:
Additional communication confirmed that the catheter disruption was a fracture in the catheter.

Manufacturer narrative:
Additional information: b5 corrected information: h6 device was not returned for additional evaluation and investigation. Physician confirmed that they do not know the cause of the seroma. Per the instructions for use of the intrathecal catheter, catheter fracture and seroma are both known possible risks of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint reference: case-(B)(4).